Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited double-counting when the patient was in an arrhythmia. In addition, the device exhibited undersensing and delivery of anti-tachy pacing (atp) resulted in rhythm acceleration.